Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, 95% stenosed lesion in the mid right coronary artery (rca). During use, the bmw elite guide wire experienced unusual resistance and was exchanged for another bmw elite, which worked successfully. Pre-dilatation was then done with the 3.0x12 mm nc trek balloon dilatation catheter (bdc). During the third inflation of the bdc, the balloon ruptured at 13 atmospheres (atm). No further pre-dilatation was performed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.